Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information indicating that four months post implant of this bioprosthetic valve, it was explanted and replaced due to a torn leaflet. The reported information indicates that during the initial procedure, the surgeon caught the top of a leaflet with a suture while fixing a leak on the right coronary button. There was no product problem with the valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.